Event description:
Philips received a complaint from the customer on the v60 ventilator indicating a broken caster on the universal stand. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device and stand were taken out of service the remote service engineer (rse) explained that philips no longer has the casters for the universal stand. The customer was informed that a new v60 stand needs to be ordered for repair and provided the customer with the part numbers of the stand.

Manufacturer narrative:
Multiple attempts have been made to obtain further information regarding device repair; however, no response was received. No further information could be obtained. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.